Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv (left ventricular) lead was revised shortly after implant due to lead placement and high thresholds. An optimal location was never achieved and lv pacing was turned off within one year. Years later, the lead was capped during a device downgrade. No patient complications have been reported as a result of this event.